Event description:
The customer reported that the system displayed a cine disk not available error message that locked up the system. Several reboots were attempted but the error would not clear. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies were replaced. The system was then found to be operating as intended.